Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for two patients from two accu-chek inform ii meters. Patient 1 result at 6:52 am from meter serial number (B)(4) was 65 mg/dl. The result at 6:55 am from meter serial number (B)(4) was less than 10 mg/dl. Patient 2 result at 6:41 am from meter serial number (B)(4) was 46 mg/dl. The result at 6:46 am from meter serial number (B)(4)was 75 mg/dl.